Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer (biomed), who advised that he didn't notice any malfunction, and the device works correctly: the alarms from the monitors go back instantly to the control panel, and there was no problem with the sound feedback. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the results of the analysis, the product was confirmed by the biomed to be operating per specifications, and the cause of the reported problem is unknown. The biomed requested that the rse close the case. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the m3140 info cntr low acuity rel n.0 indicating that there was a random failure without an audible delayed alarm when saturations were observed. The device was in use on a patient at the time of the event. There was no adverse event reported.